Event description:
During a routine hemodialysis treatment, fluid temperature alarms occurred that could not be resolved. Rinseback was initiated to terminate the treatment. During rinseback the operator changed the saline bag, which introduced air into the cartridge circuit. Only a partial rinseback was completed due to air in the pt line, which resulted in an approximately 75cc blood loss. No medical intervention was required.